Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the smart control 10 x 60 stent was deployed at the target lesion but the stent jumped approximately one (1) cm. Distally. An additional 8 x 30 stent was used to cover the external iliac artery target lesion completely. The procedure was completed successfully. There was no reported patient injury. It was not known if the stents were implanted in an overlapping fashion. The target lesion was the right common iliac artery to the external iliac artery. The lesion was reported to be: an 80% stenosis, moderately calcified and moderately tortuous. The approach for the procedure was contralateral. The product will not be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The locking pin of the device was in place during advancement and was removed prior to attempting to deploy the stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to attempting stent deployment. The handle was held flat and straight outside the patient as per the IFU. The lesion was pre-dilated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta)/stenting procedure, the smart control 10 x 60 stent jumped approximately one cm. Distally during deployment in the external iliac artery. An additional 8 x 30 stent was used to completely cover the lesion and the procedure was completed successfully. There was no reported patient injury. The target lesion was the right common iliac artery to the external iliac artery. The lesion was reported to be moderately calcified and moderately tortuous with an 80% stenosis. The approach for the procedure was contralateral. The product will not be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The locking pin of the device was in place during advancement and was removed prior to attempting to deploy the stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to attempting stent deployment. The handle was held flat and straight outside the patient as per the IFU. The lesion was pre-dilated. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15642780 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.